Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported system error 322 alarms which were not reproduced. System error 322 were verified as a single occurrence in a review of the event history log. The evaluator found the pump to function as intended and the software adequate. No component could be identified as causality. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device history review was completed and revealed no findings that could have contributed to the reported condition of system 'error 322. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. There was no patient involvement. No additional information is available.